Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus cannot be confirmed through this investigation. Low flow alarms were confirmed via the evaluation of the submitted log files. A correlation between the heartmate 3 left ventricular assist system (lvas), the low flow alarms and suspected thrombus could not be conclusively established through this evaluation. The controller event log file contained events on (B)(6) 2024 spanning approximately 4.5 hours. A total of 9 low flow alarms were recorded throughout the log file due to the estimated pump flow falling below the low flow alarm threshold of 2.5 liters per minute (lpm) for more than 10 seconds. No other notable alarms or unusual events were captured, and the pump appeared to have been operating as intended at the set speed. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outflow graft thrombus status post transcatheter aortic valve replacement. The patient complained of shortness of breath, dizziness, and low exercise tolerance. Pulsatility index (pi) events with the pi over 10 and frequent speed drops were noted upon interrogation. The patient was on eliquis (apixaban) and acetylsalicylic acid (asa) with a small decrease in size of the thrombus. Log file review noted multiple intermittent momentary low flow estimated and sustained low flow alarms with high pi on (B)(6) 2024. The estimated pump flow was fluctuating below the 2.5 liter per minute (lpm) threshold. Most of these events were brief and did not generate the alarms. The estimated flows were averaging from 2.1 to 2.4 lpm and the pi was averaging from 4.2 to 10.2 during those events. The patient was asymptomatic during events. They were neither hypovolemic nor hypertensive. The transcatheter aortic valve replacement is reported under MFR#2916596-2024-05318.